Event description:
The pt was complaining of pain. The surgeon determined that the pt had an infection and decided to do a total knee replacement. From the culture test results, no pathogen was determined. Ref MFR # 3005180920-2014-00056.